Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple unexplainable power on reboot events. The battery compartment was found to have cracked and moisture was evident inside the compartment. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered up with intermittent issue. The display screen, auditory and vibratory features, and the buttons all functioned properly. A rewind/load/prime sequence was completed without incidences. A 24-hour pump exercise was not completed due to the intermittent power condition. Removal of the pump casing did not find any internal moisture contaminations. The reported power issue was verified in the black box and duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was resolved with a new battery. Review of alarm history did not find unconfirmed alarms or low battery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.